Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic thoracoscopic lobectomy, the reload broke and next firing could not be performed. It was reported that the staple was not able to fire. The surgeon was able to press the green button but the handle could not be squeezed. A new handle was used to complete the case. There was no patient injury.